Event description:
It was reported that one day post-implant of the right atrial (ra) lead, the lead dislodged. Interrogation during pre-discharge indicated atrial undersensing and no mode-switch as patient was in atrial fibrillation (af). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.